Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed circuit occlusion, ext high ppeak right after est (extended self-test). The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the uut (unit under testing) and was able to duplicate the reported issue. The problem was isolated to the transducer fault and avea recall that is currently under field corrective action.